Event description:
Description of event: the reason for call was patient reported they have been to the emergency room after implant because they used tape on them and created a terrible infection around the incision area. Patient said they almost went again to the ER last night, but they are waiting for the medicine to kick in. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).